Event description:
The following statement was provided by the pt to the FDA and documented as (B)(4): dr. Who performed cornea transplant and cataract operation insisted I had dry eyes which was later proved incorrect. Without my signing a permission he inserted a smartplug into my top and bottom duct, which apparently fell out quickly. In 2 more weeks he inserted another set of smartplugs this time he had me sign permission. The second set created a huge amount of tears which continued for several years impacting my life drastically. I pleaded with the dr. To remove the plugs because of the amount of tears, at which point he irrigated my ductal several times over the next year, all to no avail. I searched the internet in desperation and found plugs called perforated plugs, which I hoped would hold the tear duct open, allowing tears to follow the normal drainage canal. These plugs did not work either. Finally my ophthalmologist sent me to a tear duct surgeon who discovered that my tear duct canal has been so damaged they will never stay open without a filament permanently placed between the upper and lower duct, plainly visible at the corner of my eye. I contend that the smart plugs can cause adverse conditions in the tear duct and should come with a warning.

Manufacturer narrative:
From the pt narrative we can conclude several things. The initial set of plugs that the pt received were not smartplugs as these do not fall out spontaneously. They had to be collagen plugs, a diagnostic tool typically given to a pt without consent because they are absorbed within 3-5 days and provide the pt with an idea of what it is like being plugged. The second set of plugs most likely were smartplugs. The pt got consented which means that the risks and benefits associated with the plug were explained to the pt. It was up to the doctor to plug the pt based on evidence of dry eye syndrome, especially after a corneal transplant. It is surprising that the doctor inserted perforated plugs in a pt with smartplugs occluding the canal, without first removing the smartplugs. How would the perforated plugs work? After surgical removal it is customary to leave a filament in the duct until the wound heals to prevent scar tissue from closing the duct. The difficulty in removal of the plug by irrigation could have been due to a previously blocked or a damaged canal not detected during the original work up and diagnostic visit. The smartplug is no longer in the pt and does not present any additional risks. No further info can be expected.